Manufacturer narrative:
A product development investigation was performed based on the pictures of the complained device (driving cap, part # 03.010.475, lot # 2681393). A photo of the instrument was examined and the complaint condition was able to be confirmed. The photo clearly indicates that the distal threads of the driving cap had broken off and remained lodged in the insertion handle. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. The 03.010.523 driving cap is an instrument routinely used in the titanium cannulated tibial nails system. Drawing was reviewed. The acceptable hardness range on article has been changed. This change is a corrective action to make sure the material hardness at the thread is sufficient. The instrument was manufactured prior to this change. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient height reported as (B)(6). Patient ID/initials are unknown/ device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4). Manufacturing date: march 15, 2011. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a repair for an open tibia fracture and fibula fracture procedure on (B)(6) 2016. During the procedure the threaded tip of the driving cap sheared off inside the insertion handle. The rest of the driving cap was used to pound the nail back into the tibia. There was no allegation against the connecting screw. The damaged device was easily removed and there were no reported fragments left behind. There was no surgical time delay and no medical or surgical intervention. The procedure was successfully completed. The patient status outcome is stable. This complaint involves three devices. Concomitant device reported: insertion handle (part 03.010.440, lot 11-3111, quantity 1); connecting screw (part 03.010.404, lot u131785, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Previously reported information in product development investigation ¿the 03.010.523 driving cap is an instrument routinely used in the titanium cannulated tibial nails system. ¿ should have been ¿the 03.010.475 driving cap is an instrument routinely used in the titanium cannulated tibial nails system.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.